Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, large suturecut needle driver had a snapped wire. The procedure was completed with no reported injury. A review of the provided image was performed by an isi failure analysis engineer, the instrument appeared to have broken grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.